Event description:
The patient reported that the v-go has been falling off since (B)(6) 2020 until now. The patient did not indicated how long was the v-go worn before it fell off. The patient stated he wears the v-go on his abdomen and on the back of his arms. The patient informed that this has happened approximately 8 times. The patient confirmed that he cleans the infusion site with alcohol wipes. The patient indicated that these events are not related to excessive movements, clothing interference or bumps.